Event description:
It was reported that, "pain main complaint. Dr. (B)(6) did mention implants were solid not loose."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog number and lot codes of other device listed in this report: cat# 66362003, lot# t110c, description: eius uni knee med fem lm/rl. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.